Event description:
The customer contact reported charring. The gemstar docking station and the gemstar pump were returned to the biomedical engineering department with an unsigned note that stated the gemstar pump would not turn on. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During visual examination after the gemstar pump was removed from the gemstar docking station, it was noted that the 3vdc connector of the docking station and the 3vdc ac power connector of the pump were charred. A small area of plastic around an unspecified connector was also melted. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.